Event description:
Reporter stated that he obtained a result of 132 mg/dl at 7:13pm on the compact plus system. Reporter stated that his wife and daughter found him speaking nonsense and very confused around 7:45pm and he was tests with a result of 27 mg/dl on the same compact plus system. Reporter stated that they treated him with soda, sugar, orange juice, and fruit punch as he could not treat himself. Reporter stated he then ate macaroni and cheese. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.